Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015, the patient was diagnosed with metastatic cancer and was hospitalized on the same day. The patient also had confusion and pain. The patient was discharged two days later. In (B)(6) 2015, the patient expired due to metastatic cancer.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2013, the patient presented due to unstable angina and was referred for elective cardiac catheterization. The target lesion was located in the proximal left circumflex artery (lcx) with 90% stenosis and was 15 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 x 20 mm study stent with 0% residual stenosis. The following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2015, the patient expired. The cause of death was unknown.